Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned one unused ptgrf225 from assorted ptgra25 lot number 0000215297. Using microscope visually checked file. No manufacturing defects or markings noted on file. Measured the file using tm-0061 on nikon 4 according to the specifications on 0170-sp-ptgrf225-a. Returned product has been analyzed and was found in compliance with specifications. No broken files were returned.

Event description:
In this event, customer indicated a protaper gold sx rotary file size19 broke. The broken piece was not retrieved and was incorporated into the filling.